Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error with the freestyle libre 2 sensor. The customer reported experiencing a loss of consciousness, and required treatment of glucose from a non-healthcare professional. The customer additionally mentioned that an emergency doctor was called, but did not indicate if further treatment was required. It should be noted that the customer stated he did not scan sensor the day prior to adverse event, and only noticed sensor error after the emergency doctor had left. There was no report of death or permanent injury associated with this event.